Manufacturer narrative:
Section a2/a4: patient information was requested but not provided manufacturer's investigation conclusion: the reported event of a controllerexchange was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)was not returned for analysis; however, a log file was submitted for review from the new primary system controller (serial number: (B)(6).a review of the submitted log files showed events spanning approximately 19 days (07mar2000, intermittently between 06sep2018 ¿ 19sep2020, 01jan2000, and intermittently between 09apr2021 ¿ 21nov2022 per timestamp). Events recorded on 01jan2000 took place when the clock was not set; therefore, the exact date and time of the events were unable to be accurately recorded. The driveline was reconnected on 21nov2022 at 15:27:46. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. Multiple good faith effort attempts were made asking why the controller was exchanged, if the exchange resolved the issue, and if the controller will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient age/date of birth and patient weight have been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was exchanged.